Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the test, the cuff was not inflated properly and the air leaked. The customer indicated that there was no patient involved in this event.

Manufacturer narrative:
Additional information: (first name, last name, street 1), (first name, last name, email address), (phone number). Evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed, and it was observed the cuff presents a small cut. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.